Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient saw an eri (elective replacement indicator) one day and then eos (end of service) the next day. No further information was known. No patient symptoms or further complications were reported as a result of this event.